Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It ws reported that the device could not fire. During the thoracoscopic right upper lobe lobectomy, could not fire and could not open the jaw. Customer tried many methods to open the jaw, at last, opened successfully, and noted the reload was damaged. Another reload was used to complete the surgery. There were no adverse consequences to the patient.